Event description:
User reportedly received results of 0.8 mmol/l and 5.7 mmol/l within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer has discarded the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.